Event description:
It was reported that the internal bottom threads of the implant are cross threaded. The doctor requested a tool kit.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) unknown zimmer implant was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely cause determined from the investigation is excessive torque on implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.